Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed, and the cause appears to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A severe kink and a circumferential split were observed in the catheter between the 4 cm and 5 cm depth markers, approximately 5.7 cm distal to the molded joint. The 3, 4, and 5 cm depth markers were observed to be worn and faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and additional, longitudinal splitting was observed at each corner of the split. The fracture surfaces of the split were found to have an uneven and granular texture. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split, and whitening of the catheter material was observed in a crease on the side opposite the split as well as at the corners of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redq4300 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient complained of pain. It was stated the PICC was removed and found to have a fracture between the 4 and 5 cm line on the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq4300 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient complained of pain. It was stated the PICC was removed and found to have a fracture between the 4 and 5 cm line on the catheter.